Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual insepction blood was found in/on the helix/lobe mechanism (sleeve head).

Event description:
It was reported that during the implant procedure, there was a lead screw malfunction and it would not extend. With multiple attempts the screw would not deploy. The device/lead was not implanted. No patient complications have been reported as a result of this event.